Event description:
In 2009, the pt reported that 4 times over the past month her insulin infusion set tubing has disconnected from the headset at the connector. She stated she does not hear the normal snap when she connects the headset and the tubing. She said, she now pulls on the connection to make sure it is secure. The pt said that today she felt as if her blood glucose was elevated so she looked down and the tubing was disconnected from her headset. She did not have her meter with her, so she was unable to test her blood glucose. Symptoms were thirst and a pain in her chest. She reconnected the tubing to the headset and bolused 2 units. She said she thinks her blood glucose is decreasing. She stated all 4 infusion sets are from the same box. On follow up with the pt three days later, she stated her blood glucose has returned to her normal range and the last infusion set she used properly locked into place. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.